Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. No trend is associated with reports of this type.